Event description:
During the incoming inspection of the device, a status fault indication was observed on the associated defibrillator the device was attached to. The complainant indicated that there was no pt involvement in the reported malfunction.